Event description:
It was reported that the patient experienced telemetry issues with the device. It was noted that the patient had a physician's appointment about two weeks ago, and they were experiencing communication issues with the device and the clinician and patient programmers. It was further noted that the patient experienced a fall in (B)(6) 2012. While no details of the accident were obtained from the patient, the nurse reported that the internal neurostimulator (ins) "was not flush against the skin and seemed tilted." The patient also could not determine when she last felt stimulation. The possibility of a dead battery was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-33, lot# v240730, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).